Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an in-clinic follow up, it was noted that svt episodes stored in the memory had been classified as vt with inappropriate delivered atp therapy. Programming changed were recommended. The patient was asymptomatic and in a good condition.